Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('the foreign material was removed') in a female patient who had essure (batch no. 761428) inserted. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Lot number:761428 manufacturing date:2010/07 expiration date:2013/07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ('tubal perforation') in a 40-year-old female patient who had essure (batch no. 761428) inserted for sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: no hospitalization was required. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced mood swings ("mood swings") and fatigue ("fatigue"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion intervention required), back pain ("low back pain"), premature menopause ("premature menopause"), memory impairment ("forgetfulness") and unevaluable event ("vapeurs"). The patient was treated with surgery (essure and fallopian tubes removed via laparoscopic salpingectomy on (B)(6) 2020). Essure was removed on (B)(6) 2020. In (B)(6) 2021, the mood swings, premature menopause, memory impairment and fatigue had resolved. At the time of the report, the fallopian tube perforation, back pain and unevaluable event outcome was unknown. The reporter considered back pain, fallopian tube perforation, fatigue, memory impairment, mood swings, premature menopause and unevaluable event to be related to essure. The reporter commented: the problems led to a change of her personality. She complaints since essure insertion. Essure removal was performed on (B)(6) 2020 due to medical reason, primary reason adverse events mood swings, fatigue, unknown if the patient's symptoms improved 6 or more months following removal. Physician reports device was not in correction location, tubal perforation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.2 kg/sqm. Lot number: 761428, manufacturing date: 2010/07, and expiration date: 2013/07. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 3-aug-2021: essure removal questionnaire received: patient details were provided. The events 'fallopian tube perforation' and 'vapeurs' were reported. The onset date for 'mood swings' and 'fatigue' were also provided. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of back pain ('low back pain, the foreign material was removed') in a 40-year-old female patient who had essure (batch no. 761428) inserted for sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: no hospitalization was required. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), personality change ("change in personality"), mood swings ("mood swings"), premature menopause ("premature menopause"), memory impairment ("forgetfulness") and fatigue ("fatigue"). The patient was treated with surgery (essure and fallopian tubes removed). Essure was removed on (B)(6) 2020. In (B)(6) 2021, the personality change, mood swings, premature menopause, memory impairment and fatigue had resolved. At the time of the report, the back pain outcome was unknown. The reporter considered back pain, fatigue, memory impairment, mood swings, personality change and premature menopause to be related to essure. Lot number:761428, manufacturing date:2010/07, expiration date:2013/07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: date of birth, initials, essure indication, date explanted, events (back pain, personality change, mood swings, premature menopause, memory impairment, fatigue) added. Device removal was deleted as event and considered intervention required. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of back pain ('low back pain') in a 40-year-old female patient who had essure (batch no. 761428) inserted for sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: no hospitalization was required. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), premature menopause ("premature menopause"), memory impairment ("forgetfulness") and fatigue ("fatigue"). The patient was treated with surgery (essure and fallopian tubes removed). Essure was removed on (B)(6) 2020. In (B)(6) 2021, the mood swings, premature menopause, memory impairment and fatigue had resolved. At the time of the report, the back pain outcome was unknown. The reporter considered back pain, fatigue, memory impairment, mood swings and premature menopause to be related to essure. The reporter commented: the problems led to a change of her personality. Lot number:761428 manufacturing date:2010/07 expiration date:2013/07. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 25-mar-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('the foreign material was removed') in a female patient who had essure inserted. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('the foreign material was removed') in a female patient who had essure (batch no. 761428) inserted. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-aug-2020: essure lot number received. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('the foreign material was removed') in a female patient who had essure inserted. On (B)(6) 2020, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.